Event description:
It was reported the device entrapment occurred. The target lesion was located in the left coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, a kink at the tip of the catheter was noted. After imaging, the catheter was stuck in the lesion. This is thought to have occurred due to the damage the guidewire exit port sustained when the device was introduced and removed from the vessel multiple times. The opticross was able to be removed by deep engagement of the guide catheter. The procedure was completed using this device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. No other visual damaged were encountered. Microscopic inspection revealed the guidewire exit port was lifted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported the device entrapment occurred. The target lesion was located in the left coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, a kink at the tip of the catheter was noted. After imaging, the catheter was stuck in the lesion. This is thought to have occurred due to the damage the guidewire exit port sustained when the device was introduced and removed from the vessel multiple times. The opticross was able to be removed by deep engagement of the guide catheter. The procedure was completed using this device. No patient complications were reported.